Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the info provided it is unk whether the device may have caused or contributed to the alleged event. The medical records provided included only a billing statement that appears this product is a bard flat mesh, there is no other info surrounding the implant. The initial attorney report did not allege a specific device failure. A lot number was not provided therefore a mfg review is not possible. With the currently available info, no conclusion can be drawn at this time.

Event description:
The initial attorney report alleged pain, explant, and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006: a bard flat mesh was used on the pt.